Event description:
Five increased intraperitoneal volume (iipv) situations were identified in the log of a homechoice (hc) device. This is report 3 of 5. The iipv occurred on (B)(6) 2010 during drain cycle 1. The programmed fill volume was 2500ml and the total drain volume was 5126ml. This drain volume meets baxter?s iipv criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was determined to meet functional and electrical performance specification requirements per return instrument test / evaluation (rite) testing passing both the rite electrical test and the rite functional test. The product analysis lab (pal) evaluated the device and no failure or malfunctions were identified. The assignable cause of the increased intra-peritoneal volume identified in the logs was determined to be: insufficient drain, false empty detect and use error. Initial drain alarm setting inappropriately programmed too low (0 ml). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.